Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that the recharger was heating up when trying to charge the implanted neurostimulator. Patient stated that the issue started about 2 or 3 weeks ago, but the heating had been going on for months and months since this year 2025. Patient met with medtronic representative yesterday and was told to call for a whole new equipment. During the call, patient was in a charge session; controller showed 100% and implant 50% recharging then controller showed battery low replace the controller batteries soon. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger, controller compartment pins, controller port and li battery pack pins. Agent had patient reset the controller with ac power supply; patient confirmed controller powered on and a green blinking light was above the screen. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: 14-aug-2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.